Event description:
The customer reported two incidents of human reactions in a month after colonoscopies were performed at their facility. The second patient sought medical attention after the colonoscopy procedure due to colitis. At first, she tested normal for c-diff toxin and later tested positive for c-diff toxin. She was treated in an outpatient setting and oral antibiotics were administered. The patient is currently doing fine. The olympus cystoscopes (model number 180) were manually cleaned in enzol and processed in the asp automatic endoscopic reprocessor (aer) using cidex opa for 23 minutes. The cystoscopes were brushed inside and out and sponges were used to clean the outside of the instruments as well. The enzol detergent was completely rinsed off. The customer stated that the mec was tested every morning; however, the customer was informed per the IFU for cidex opa the mec should be tested prior to each use. There was no inspection of the aer performed before use. The customer states that they have not had any cancelled cycles or error messages while using the asp aer system. It is unknown which of the two asp aer units at this facility was used to process the scopes. This is the second report of two. An asp field service engineer (fse) was dispatched to assess the units.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted alarm which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This device utilizes user interface module master software version 5.06.00 categorized as unremediated.

Manufacturer narrative:
Concomitant devices: aer - (B)(4).olympus cystoscopes - model #180. (B)(4) - no code available: colitis, c-diff toxin infection. An asp fse assessed the units onsite and found that the machines were operating properly and no problems were found. He tested both units and both met manufacturer's specifications. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2150060-2010-00074 and 2150060-2010-00075.

Manufacturer narrative:
Concomitant product: cidex opa, lot number unknown.

Event description:
A caregiver contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. (B)(4) explained that a large amount of air had entered into the disposable and had the caregiver cycle power to clear the alarm. (B)(4) advised the caregiver to start over using new supplies. Therapy had been started prior to the patient connecting. Upon connection, the hc alarmed with the system error 2240. Product surveillance spoke with the patient's dialysis nurse. The nurse stated the she was not aware of the event but as far as she knew, the patient had continued therapy without complication. No injury or medical intervention was reported.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, service history trending, device history record review, failure mode effects analysis, system hazard use and misuse analysis, health hazard evaluation and CAPA. The complaint history trending for "hr-procedure related" issue for the aer (october 2009 through september 2010) was reviewed. The overall occurrence rate has been extremely low. Since the ucl changes every month, the dpmos that hit the ucl prior to the current month are insignificant. The dpmo analysis for the most recent month (september 2010) with the unchanged ucl shows that the trend is being well within the control limit. Therefore, the trend is considered to be a low trend. The service history trending was reviewed for six months prior to this issue, from march 2010 through august 2010, shows no similar issues involving human reactions to the patients from using the scope that was reprocessed in the aer unit (sn (B)(4)). The DHR review of (sn (B)(4)) shows that the unit met all manufacturer's specifications and was signed off on 01/26/2001 for release. The fmea (failure mode effects analysis) was reviewed and the risk priority numbers due to failures to the aer unit for related failure modes is below (B)(4) and is considered low risk for this unit. The fmea (failure mode effects analysis) was reviewed for cidex opa solution and revealed the risk priority number (rpn) for chemical colitis to be above the threshold of (B)(4). The recommended on-going vigilance and monitoring has been under taken by the asp sales representative and the account manager. The shuma (system hazard use and misuse analysis) for cidex opa solution/disopa was reviewed and it was determined that the risks associated with cidex opa exposure are all category I and is moderate risk. The hhe was completed and the risk associated with such failures was found to be low. The issue for the reported human reaction was found to be operator related where incorrect scope connections were made. The scope connection practices were reviewed with the customer by the sales representative and an account manager from (B)(6). The aer unit was serviced for proper functioning. The customer was provided with 180 olympus scope diagrams to use it as a reference guide during the scope connection process. The presence of residual fluid due to improper scope connection practices of the aer operators may cause infections such as colitis during colon examinations. The root cause for this issue is known and is addressed in a CAPA. The risk files were reviewed and the risks associated with failures to the unit and to allergic reactions were assessed. The issue has been addressed and no further actions are required.

Manufacturer narrative:
Correction: changed event type to adverse event device.